Event description:
Efica bed was reported as having a bad smell, like permanent solution. Pt was on a ventilator and was not affected. Pt removed from bed and placed on another unit. Report by two nurses of nausea and headache.

Event description:
Efica bed was reported as having a bad smell, like permanent solution. Pt was on a ventilator and was not affected. Pt rmeoved from bed and placed on another unit. Report by two nurses of nausea and headache.